Event description:
When a physician used the subject device for a laparoscopic adrenalectomy, two units of probes broke and the distal ends fell off inside the pt's body. The broken pieces of the probe were taken out. There was no pt harm reported.

Manufacturer narrative:
The subject devices were not returned to olympus. However, based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The mfg history of the device from the same lot was checked, which no irregularities were found, as well. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in abundance of caution. This report is one of two reports. Cross refence MFR report #: 8010047-2012-00152.